Manufacturer narrative:
(B)(6). (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient suffered a left femoral neck, leg, and ankle injury in (B)(6) 2003. The patient had a revision and removal of non-synthes products on (B)(6) 2004 and synthes plate and screws were implanted. On (B)(6) 2004 the patient underwent a repeat open reduction internal fixation (orif) due to post-operative pain and fracture, hardware removal and new synthes hardware was implanted. The fracture seemed to have healed but the hardware became prominent and painful. On (B)(6) 2005, the patient had a revision surgery and a 130 degree plate and five (5) screws were removed. A sixth screw required significant dissection to remove it, but the surgeon decided to leave it in as it was not causing any problems. The fracture was completely healed. The head and trochanter moved as one. A total hip procedure was later performed (B)(6) 2006 with a follow up revision on (B)(6) 2009. This report will address the revision surgery (B)(6) 2005 due to pain and hardware prominence. The revision procedure in (B)(6) 2004 due to pain and fracture is captured in reported under related complaint (B)(4). This is report 3 of 7 for (B)(4).